Manufacturer narrative:
The events of capsular contracture (grade iii) and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture (grade iii), lymphadenopathy, and rupture.

Event description:
Patient reported right side rupture, capsular contracture (grade iii), "pain", lump, and "lymphatic gland swollen". Patient also reported fever and urticaria, which is considered not device related. The device remains implanted.